Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
The customer reported that the bending section cover of their rhino-laryngofiberscope device was peeling away at the distal end, where it was creased. There were no reports of patient harm.